Event description:
Additional information received indicates the patient¿s lead was explanted and replaced on (B)(6), 2021 resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient¿s s1 lead had migrated resulting in ineffective stimulation. Diagnostic fluoroscopy testing confirmed that the lead had migrated. As result, the patient may undergo surgical intervention on a later date.